Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde). The gde was inspected externally and a damaged o2 cable, damaged union tee fitting, loose tca tubing, screw, and external cable connector were found. The gde was installed on to avea test station rfa-1 and powered in to user mode, it was noted that the gde was not recognizing the external battery. The reported ¿vent inop¿ alarm was not being displayed and ac power is being recognized. The gde was allowed to cycle for a total of 64 hours. After run the gde was still cycling properly and no alarms were being displayed on the user interface module (uim) alarm banner. Continued by cycling the power into service mode to check all calibrations and all were within specification. Next successfully accepted all boards in the manufacture setup. The power driver board assembly was removed and inspected the power driver board components, tca and power driver board pins. No anomalies were found. A known good power driver board assembly was installed and the external battery was now being recognized. The external battery not being recognized is not a contribution to the reported problem, it is an additional problem found during investigation. The customer reported issue could not be duplicated. As a precautionary measure the power driver board assembly and o2 blender assembly were removed and scrapped. New power driver board and o2 blender assemblies were installed.

Manufacturer narrative:
(B)(4). The user facility biomed determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The user facility biomed reported that during pre use checks the device alarmed "vent inop" and that the device's error log displayed multiple error codes. There was no patient involvement reported.